Event description:
A renegade hi flo catheter was used for a therapeutic chemotherapy procedure on an unk date. Upon injection of one cc of a syringe of chemotherapy agent, within two to three minutes, the catheter began leaking and the hub came apart. The physician was able to continue injecting with a syringe to complete the procedure.